Event description:
It was reported that the patient had a rash down her back where the paddle lead was recently implanted. The patient went to the (ER) emergency room and received pepcid, benadryl, and IV (intravenous) hydration. The physician believed that the reaction was most likely due to the adhesive tape used on top of her dressing from surgery. The patient was feeling well and home from the hospital.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.